Manufacturer narrative:
The involved device was not returned for evaluation. Therefore, the failure investigation was limited to a review of user facility information and quality records. A review of the device history record confirmed that the pack was built to customer specifications and there were no indications of any production related problems. A review of the complaint files confirmed that this lot has not been reported previously for this issue. The convenience kit is custom-made to the specifications of the user and addresses the potential for misassembly in the instructions for use which direct the user to visually inspect the product to confirm that it meets design and assembly requirements before use. The customer has since requested an update to their specifications for this kit to include a flow direction label to the line and confirmed that they will perform a pre-bypass check to ensure correct fluid direction before use. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported that a one-way valve in the tubing line was placed in the pack backwards, so as to not allow flow from the pt to the pump. The perfusionist stopped the pump and turned the line around before proceeding. The user facility reported that there was no pt injury or blood loss and the procedure was completed successfully without any further complications.